Event description:
It was reported that a remote alert was received from this right ventricular (rv) lead, indicating that the most recent shock impedance measurement was high and out-of-range (greater than 125 ohms). Boston scientific technical services (ts) was contacted and confirmed that this was an isolated measurement and that the lead was likely exhibiting signs of calcification, as the shock impedance has been steadily increasing since 2021. Ts recommended increasing the shock impedance alert limit to 150 ohms and continue with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections h6 (evaluation conclusion codes), h7 (if remedial act init, type), and h11 (additional MFR narrative). This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that a remote alert was received from this right ventricular (rv) lead, indicating that the most recent shock impedance measurement was high and out-of-range (greater than 125 ohms). Boston scientific technical services (ts) was contacted and confirmed that this was an isolated measurement and that the lead was likely exhibiting signs of calcification, as the shock impedance has been steadily increasing since 2021. Ts recommended increasing the shock impedance alert limit to 150 ohms and continue with remote monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.